Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during rinseback of a routine hemodialysis treatment. The operator was unsure how to resolve the alarms. Treatment was ended without completing rinseback, resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator ending treatment without attempting to resolve the alarms and not performing rinseback. The user's guide provides adequate instructions for troubleshooting air alarms and instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. There is no evidence to suggest that a device malfunction occurred. Air alarms during rinseback are most likely the result of the operator introducing air into the disposable circuit while making pt connections for rinseback. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified and provided add'l training regarding the resolution of alarms and performing rinseback. Nxstage medical considers this report closed. No add'l info will be provided.